Event description:
The customer reported that it was difficult to unlock the device after it was deployed. There was no patient injury. No further information is available.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.